Event description:
"When charger was plugged in it shot out sparks and flames. Unplugged and wiring smelled burned and there is a rattling noise. Pump was not connected to charger it is okay. There was no injury to patient. Pump was not in use by patient.